Event description:
It was reported to manufacturer that the vns patient was having surgery to replace the generator due to an unknown reason. The generator was returned to manufacturer for analysis and the return product form stated that the reason for the product return was due to a "malfunction". Only the generator was replaced during the surgery. Analysis of the returned generator is underway. Attempts to obtain additional information from the physician are also underway.